Event description:
I was receiving treatment for blood clots in my leg and the device being used (penumbra cat 6 thrombectomy) broke off inside my vein during operation. The physician then had to perform open surgery "cut down" to remove the piece that broke off. FDA safety report ID# (B)(4).